Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor error. The issue was discovered during a service check and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked and chipped out on both front corners of top case also cracked on right plunger case and bottom case. Event history log review was performed and found evidence of reported problem. Visual inspection power up process, check and test force sensor testing were performed. The customer?s reported problem was confirmed. According to the investigation, force sensor test error was found at power up and unable to calibrate the force sensor. This was caused by contamination found inside the pump plunger assembly which was caused by user interface (customer damaged). According to the investigation, services replaced the pump plunger assembly, plunger tube also plunger cable and performed pm maintenance and all functional test passed. The problem source of the reported problem is user interface.